Event description:
It was reported that computed tomography angiography (cta) was performed on (B)(6) 2024 that showed approximately 50% compression of the outflow graft (ofg). A cardiac catheterization and intravenous ultrasound (ivus) were performed on (B)(6) 2024 with minimal gradient and non-obstructive flow. The patient also reportedly had a known implantable cardioverter defibrillator (ICD) lead thrombus. On (B)(6) 2024, the patient was post stroke. Low flow software upgrade was performed for the patient. The healthcare team had a very difficult time keeping flows above 2.5 liters per minute (lpm). The patient was experiencing persistent low flow alarms despite fluid resuscitation but was reported to be hemodynamically stable. The patient was reportedly admitted in the cardiovascular intensive care unit (cvicu). The event log file contained low flow estimates and sustained low flow hazard events below the low flow threshold of 2.0lpm. It was also noted that the periodic log file contained cluster of internal harmonic compensation faults on (B)(6) 2024 between 0451 and 0751. This may have indicated something on the rotor causing instability during the time frame. No additional compensation faults had been logged since. Per the clinician, echocardiogram imaging did not pick up thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. A specific cause for this event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed pump software resets, consistent with a pump stop event; however, a specific cause for the resets cannot be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative and analysis of the log files; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured throughout the log files. A review of the submitted left ventricular assist device (lvad) event log file revealed two software resets were captured on (B)(6) 2024; however, a specific cause for these resets cannot be conclusively determined through this investigation as these timestamps were not captured in the system controller log files. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolism and stroke, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, "patient care and management," lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.